Manufacturer narrative:
Additional information: b3, g3, h3, h6. Based on the information provided, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the cause of the reported failure was a user error due to improper device surgical technique. The complaint allegation was not confirmed. The device was not received for evaluation, and the customer¿s attached picture does not provide evidence of the failure.

Event description:
On 1/17/2024, it was reported by a sales representative via phone that the eyelet of the swivelock's from an ar-8978-cp hand/wrist internalbrace ligament augmentation repair implant system and from an ar-8978p dx swivelock would not unthread or would not become unscrewed. The surgeon attempted multiple times without success. The case was completed using another ar-8978-cp hand/wrist internalbrace ligament augmentation repair implant system and from an ar-8978p dx swivelock. This was discovered during a scapholunate ligament reconstruction on (B)(6) 2024. The patient was not affected, and the case was only delayed to open the new implants used to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.